Manufacturer narrative:
Additional data: h3, h6 the explanted lens was returned for evaluation. The lens optic was noted to be damaged via visual inspection; however, it was possible to perform an optical evaluation of the lens optic. The optical evaluation found the lens to be normal with no irregularities noted. No device problem found. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(4)., +20.0d) was explanted due to visual disturbances. A new lal (sn (B)(4)., +20.0d) was implanted as a replacement.